Event description:
It was reported that the patient with this neurostimulator had a red light on the remote control. Imaging and evaluation showed the lead was fractured and coiled in the pocket. The neurostimulator was connected to the clinical programmer and open impedances were noted. The physician noted weight loss and believed the pocket may have shrunk. The device was removed. The physician noted that the patient was not cooperating with device-use instructions and frequently manipulated the battery, resulting in battery flipping and lead dislodgement. There were no patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. UDI for concomitant product, neurostimulator: (B)(4). Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. Since the investigation findings do not clearly confirm the presence or absence of the reported problem with the device, the investigation conclusion code selected for this complaint is unable to exclude device problem.